Manufacturer narrative:
The device was returned for evaluation. The implant was detached from the pusher and not included for evaluation as it remained in the pt. It was observed during the analysis that the pusher is bent proximal to the warning mark. The distal end of the detachment monofilament is opaque/white, and the texture is consistent with being stretched. It appears that the coil detached in the micro-catheter because excessive retraction force was utilized during the procedure.

Event description:
The physician was placing a 100608hes-v coil. The coil detached prematurely according to the physician. The physician tried to retrieve the coil with some type of retrieval device. The physician then placed a stent to attach the coil. The pt is doing fine.